Event description:
It was reported that patient heard tones from their device, where the patient presented to the clinic a few weeks later and device interrogation revealed an alert for the left ventricular (lv) lead impedances measuring high out-of-range. It was noted that the yellow alert had posted on the device, however the clinic did not get the alert notification. The device alert settings were confirmed appropriate. The lead remains in-service, and the patient would continue to be remotely monitored. No adverse patient effects were reported.